Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse determined the peristaltic pump tubing connected to the aspirate probes was worn. The fse replaced the peristaltic pump tubing. After the repairs were completed all verification testing passed within published performance specifications. In conclusion, the cause of the non-reproducible troponin I (access accutni+3) result is due to a hardware malfunction. Beckman coulter (bec) internal patient identifier for this report is (B)(4). All mdrs associated with this event: 2122870-2015-00449 2122870-2015-00450 2122870-2015-00451.

Event description:
The customer reported obtaining elevated, non-reproducible troponin I (access accutni+3) results in association with the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4) for four (4) patients. A non-reproducible access accutni+3 result was obtained for the fourth patient (designated as patient four (4)). The customer stated the initial elevated access accutni+3 result was released from the laboratory, patient four (4) was retested using an unknown methodology, and a "negative" troponin result was obtained. There was no report of additional injury which occurred in association with this event. The following mdrs will address the non-reproducible access accutni+3 results for the additional three (3) patients (designated as patients one (1) through three (3)): 2122870-2015-00449, 2122870-2015-00450, 2122870-2015-00451. Quality control (qc) and system check were performing within assay and instrument specifications before the event, however; qc was outside of the customer's acceptable range and system check failed after the event. The sample was collected in a lithium heparin gel tube. The sample was centrifuged for fifteen (15) minutes at room temperature. The customer was unable to provide the centrifugation speed. No sample integrity issues were noted by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.